Event description:
It was reported that during a cardiac valve replacement the pledget appeared "distorted, loosen and of filamentary". There were no adverse patient outcome or surgical delay reported.